Event description:
The peritoneal dialysis (pd) pt's nurse stated the pt was admitted to the hospital on (B)(6) 2015 with a chief complaint of severe chest pain. It was determined the pt had fluid buildup in her lungs. The nurse stated pt had not been completing dialysis treatment during or four hours prior to the hospitalization event. The nurse stated the tp has a history of cardiovascular issues and stated the hospitalization event was "unattributed" by the pt's cycler or peritoneal dialysis treatments and as of (B)(6) 2015 was currently in the intensive care unit (ICU). Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.